Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the size of ipg was too large for patient's anatomy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a smaller ipg and the ipg pocket site was moved.

Event description:
Additional information received during follow-up stated that the patient issue had resolved.